Event description:
It was reported that during an oral procedure, the head of the bur broke. It was also reported that there was no adverse consequences and there was no delays as a result of this event. It was further reported that another bur was available to complete the procedure.

Manufacturer narrative:
The bur subject to this investigation was returned to the manufacturer for evaluation, it was visually confirmed the head of the bur was broken from the shank. The returned bur was measured where possible and all critical specifications were met. Manufacturing records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.